Manufacturer narrative:
A video was attached to complaint of a small, white, opaque, and round particle identified in cassette during 100% visual inspection. No device sample was received. In the video, a particle was detected inside the fluid path, confirming failure mode of particulate inside the fluid path. A lot history review found no complaints documented for the lot number.

Event description:
It was reported that during production involving the 50 ml grey cadd cassettes, a particle was identified in one cassette during a 100% visual inspection. This particle was identified as ¿small, white, opaque, and round."